Event description:
It was reported that this left ventricular (lv) lead was damaged. Historically, the patient had a fall and broke the clavicle. Boston scientific technical services (ts) suggested to have an x-ray to confirm if the fall caused lead damage. Additional information indicated that chest x-ray was performed, and lead damage was confirmed. A lead revision was planned within the next few weeks. As of this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was damaged. Historically, the patient had a fall and broke the clavicle. Boston scientific technical services (ts) suggested to have an x-ray to confirm if the fall caused lead damage. Additional information indicated that chest x-ray was performed, and lead damage was confirmed. A lead revision was planned within the next few weeks. As of this time, this lead remains in service. No adverse patient effects were reported.